Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Reportedly, the customer inadvertently entered the bg level into the carbohydrates field in the bolus delivery menu. Customer consumed carbohydrates to address bg. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.